Manufacturer narrative:
(B)(4) device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that guide wire detached. After a rotawire crossed the lesion, ablation was performed using a rotablator. However, the rotaburr could not cross the lesion. Therefore, the physician inserted a micro catheter and ablation was performed with pecking motion. During the ablation, the distal tip of the rotawire was trapped in the vessel and the rotawire was separated. The separated fragment was then apposed to the vessel wall using a stent and the procedure was completed. No further patient complications were reported.